Event description:
It was reported the patient presented after becoming unstable due to ventricular tachycardia. Review of the episode found the implantable cardioverter defibrillator (ICD) did not deliver high voltage therapy for the ventricular tachycardia and was oversensing far r-waves. No changes or interventions were reported. The patient was in stable condition.